Manufacturer narrative:
This event has been previously reported for (B)(4) under MDR report number 9612164-2021-01784. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent and two telescope guide extension catheters (gec) to treat a severely tortuous, severely calcified lesion located in the proximal left anterior descending (lad) artery. It was stated that there were abnormalities in relation to anatomy and a loop in the proximal circumflex (cx) artery was observed. The stent device was inspected with no issues noted. The telescope devices were inspected prior to use with no issues noted. The telescope devices were removed from packaging and prepped per IFU with no issues noted. The lesion was pre-dilated. The stent device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was stated that the telescope gec were used to provide additional support for stent delivery, however the stent still failed to cross the lesion. It was reported that stent dislodgement occurred during delivery to the lesion. Upon removal of the stent through the telescope, stent dislodgement occurred. The dislodged stent was not removed and a second stent was deployed to crush the dislodged stent against the artery wall. The patient was reported to be alive with no further injuries. The case was terminated without being able to open flow.